Event description:
Complaint stated : bent pin. Analysis determined: #3 electrical connector pin was crunched into bottom of electrical housing. Unable to determine where or when this occurred. Unit was used in vivo. This was not determined until analysis was completed.